Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #3 l-cem; cat# 5510-f-301; lot# unknown. Tri ts baseplate size 3; cat# 5521-b-300; lot# unknown. Tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Painful knee. Patient was scheduled for surgery. Primary removed and replaced with revision implants.